Event description:
It was reported that during a laparoscopic appendectomy the appendix was put into the device. After the device was removed from pt, it was reported that the seam in the bag appeared to break or rip and the appendix fell out of the bag. There was no pt consequence.